Event description:
It was reported by the sales rep that during the biopatch dressing change, the blue top came off with the transparent dressing, leaving the white foam on the pt. This caused difficulty in removal and concern for dislodging the catheter. No pt consequences were reported. Product is not available to be returned. Additional info was received: the catheter was not dislodged.

Manufacturer narrative:
The device will not be returned. Based on reported info, integra has initiated an investigation.